Event description:
It was reported that the patient was experiencing diaphragmatic stimulation from the right atrial (ra) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri, implantable pacing lead, (B)(6) 2011. (B)(4).